Manufacturer narrative:
The clinical representative identified the patient had two waas. One of the waa had an 8" bandaid antenna attached to it which was causing the discomfort. The waa was sent back to hq for investigation. The patient was provided with a new waa; the patient has not experienced any additional shock. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another device implanted and the patient experiencing unintended stimulation in a new area that is not targeted for therapy have been ruled out as potential causes. According to the clinical representative, the waa was programmed in low power at .3 m/a with a power index of 20. The 20 clicks were overpowering the device, resulting in unintended stimulation. The patient was instructed to only do 10 clicks instead of 20 when using the new waa, and the shock has not been experienced again. On september 10, 2021, stimwave investigated RMA-4842 and the investigation determined that the problem was related to incorrect selection of waa settings. The stimulator is used to treat pain. The cause of the shock is related to user error-clinical representative due to programming incorrect waa settings.

Event description:
The patient reported unintended stimulation while wearing the wearable antenna assembly. The patient was provided a new wearable antenna assembly and has not experienced any additional shock.